Event description:
The reporter states doing meter to hcp meter comparison tests, fifteen minutes apart, using the same finger stick. Rptr's meter reading was 105 mg/dl, and rptr's dr's (surestep) meter read 173 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the reporter states cleaning meter on a regular basis. Control tests were low, out of range; 74 (97-146). No harm was alleged.